Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result . Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The inspection findings are as follows: leak at biopsy channel (large/ primary) inlet side; fluid invasion in umbilical light guide cable; fluid invasion in control body; fluid invasion in segment section; image blackout; failed wet leak test; failed dry leak test; customer complaint confirmed; suction function not performed unit compromised; fluid invasion to insertion tube; fluid invasion in pve connector; operation channel- primary, kinked at end of insertion root; pve electrical connector frame mild corrosion; control body mild corrosion inside; control body frame based plate screw hole for staycoil bracket; forward water jet delivery tube kinked. The device is in the process of being repaired where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec34-i10l. In the event reported the user stated the device had no video image. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.